Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high. The infusion set was changed and a bolus of insulin was delivered to address the bg level. A pump system check showed that the cartridge and infusion set tubing were functioning as intended. The customer changed the infusion set site and received another occlusion alarm. The customer removed the cannula and no damage was observed. The customer reported that the pump was worn against the skin and the pump was exposed to a temperature change just prior to the occlusion alarm. A new cartridge was loaded and insulin was observed to be exiting the tubing.